Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e3, h6 (component codes). The getinge field service engineer (fse) was dispatched to evaluate the unit. Fse performed the pim test, 4th test failed at 10mmhg. After replacing the safety disk, pim test was performed and the result was ok. The following was performed by technician of the maquet failure analysis and testing (fat) the failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of leak test failed. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed safety disk into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. Performed all manifold leak tests and failed membrane leak tests with result of 8 mmhg, the factory specification is +-6mmhg. The fat dept. Verified the failure message of leak tests failed. Safety disk failed testing. Retaining safety disk in the fat dept. Per procedure.

Manufacturer narrative:
Additional information: due to characterization limit in e1 (event site full name: (B)(6), event site address: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection after the use, the cardiosave intra-aortic balloon pump (iabp) had a leak test failure. There was no patient involvement.